Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered infusion set cannula crimped on (B)(6) 2024 after 3 or more hour of insertion. Infusion set has been used for 10 hours. Insertion site was abdomen. Regularly rotate site location. The blood glucose level was high. Therefore, patient was treated with correction via bolus. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.